Event description:
It was reported to resmed that an astral device had a partially unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint and revealed the device failed to complete its internal self-test. Calibration of the screen resolved the unresponsive touchscreen. The pneumatic block was replaced to address the failure to complete its internal self-test. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported unresponsive touchscreen was due to a software issue while device failure to complete its internal self-test was due to an isolated component failure within the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).